Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 468 mg/dl. Once he got home he went to calibrate, but was unable to because it was over 400 mg/dl. The customer was declined to troubleshooting for high blood glucose. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.